Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. After the bios (basic input output system) settings were changed, the system was returned to use in good working order. The codes were changed based on investigation outcome

Event description:
It has been reported to philips that the system had an error with ¿disk boot failure insert disk¿. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the bios setting being off. The fse changed the boot setting and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow-up report will be submitted when further information is received.